Event description:
On 25-jul-2025, the user¿s father reported that the ilet generated repeated alert 42 notifications that persisted throughout the night. The user attempted to restart the ilet and rewind the cartridge twice but each attempt resulted in an ¿unable to proceed¿ alert. A replacement ilet was issued. No adverse blood glucose events, outside assistance, or medical intervention were reported.